Event description:
Pt called pdc on (B)(6) 2013 to request replacement meter due to 10 percent difference when compared to his dr's meter. Pt then informed rep of a medical intervention that occurred on (B)(6) 2013 around 6:45-7:45am. Pt stated he tested his blood sugar on a pdc meter around 6:15am and had a reading of 129mg/dl, then fasted and only had coffee. He later experienced symptoms of low blood sugar, feeling sweaty and light-headed. Pt did not test with the pdc meter during this time. His wife called the medics and upon arrival, their meter read 44mg/dl. Ninety minutes had lapsed since pt tested on the prodigy meter in the early morning, followed by fasting. Pt was transported to the ER and given glucose fluids. He was released 3 hours later. Per pt via phone call, last meter readings are: 7-day avg 134mg/dl, 14-day avg 129mg/dl, 28-day avg 128mg/dl, (B)(6) 2013 at 10:23am 129mg/dl, (B)(6) 2013 at 9:28am 179mg/dl, (B)(6) 2013 at 6:18am 126mg/dl, (B)(6) 2013 at 6:18 128mg/dl, (B)(6) 2013 at 5:45 110mg/dl. Pdc sent replacement meter and prepaid envelope for return of reported products.